Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he had to change out the site a few times because he had issues with the infusion set. Customer's blood glucose level was 598 mg/dl. The customer treated his high blood glucose level with three manual injections. The customer changed the infusion set and reservoirs three times that day. The device was not returned.